Manufacturer narrative:
(B)(4)

Event description:
It was reported the "therapeutical test failed", it was later clarified the defib test portion of the operational check failed. There was no patient involvement.